Event description:
Reportable based on device analysis completed on 3feb2015. It was reported that a shaft leak occurred. A 130/20/1 renegade¿ was selected to treat the external carotid artery. During the procedure, when they had a hand injection, it was noted that a contrast was leaking out at the distal end of the catheter about 10cm proximal to the tip. The procedure was completed with a different device. There were no patient complications reported and the patient's status was fine. However, device analysis revealed 5 perforated holes in the shaft of the device. Additional information received reports the leaking was noted at the location of the perforated holes.

Manufacturer narrative:
(B)(4). The device was returned for analysis. No kinks were noted under the strain relief. A leak test was performed and a leak was noted at the distal end of the catheter. The shaft was inspected by rotating 360° and inspected under the microscope for any defects. 7.8-8.4cm from the distal tip contains 5 perforated holes. A 0.018inch mandrel was inserted into catheter. Resistance confirmed at perforated distal tip. Coating confirmation test was performed using crystal violet solution. Black shiny marks were noted at the coated distal end of the device. Damaged coating indicates that a sufficient flush was not used prior to removal of the catheter from the hoop or that a continuous flush was not used throughout the procedure. There was no peeling or flaking of the coating. The holes in the catheter indicate excess force exerted possibly with a guide wire due to friction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).